Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were abundant throughout the sample. The catheter was received in two segments, which shared a complete break near the 48cm depth marking. Adhesive residue was abundant on the catheter surface in the vicinity of the break. Microscopic inspection of the break site revealed a dully granular fracture surface. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the break. The fracture features and severe tensile weakness were consistent with material failure due to tensile (pulling) stress. The adhesive residue in the vicinity of the break suggested that catheter securement and maintenance techniques may have contributed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the outside part of the catheter was broken. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the outside part of the catheter was broken. There was no reported patient injury.